Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that shear valve cvl85/126 . The fse replaced the shear valve, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The filed service engineer discovered a leak from the coulter lh 750 hematology analyzer while troubleshooting. The volume of the leak was about 1 ml and was contained within the instrument. The fse was wearing personal protective equipment (ppe). There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.